Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 882191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, dyspareunia, headache, migraine, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: medical record received. Reporter information, patient medical history and reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 882191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, dyspareunia, headache, migraine, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: results: negative. Lot number: 882191 manufacturing date:2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.